Manufacturer narrative:
Concomitant medical products: product ID: 2090w, serial#: (B)(4). Product ID: 229047, serial#: (B)(4). Product ID: 2090, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer and analyzer were displaying ventricular signals on the atrial lead during testing. The lead was moved but the issue persisted. The users placed the ventricular clips on the atrial lead and were able to see the atrial signals appropriately. The cables were changed but the issue persisted. A different programmer and analyzer were used with the same results. The leads were then inserted into the implantable pulse generator (ipg) and the procedure was able to be completed. The user was informed of possible environmental interference and potential troubleshooting steps to take if the issue were to reoccur. Both of the programmers and analyzers have since been used without incident. The programmer and analyzer remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.